Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol flat mesh(device #1) may have caused or contributed to the reported event. The attorney alleges that the patient had subsequent surgical intervention;however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol flat mesh(device #1). Additional mdrs will be submitted to for each of the other bard/davol devices with claims alleged. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol bard mesh (device #1), an unspecified bard/davol bard soft mesh (device #2), or an unspecified bard/davol phasix st (device #3) on (B)(6) 2015 or (B)(6) 2016 or (B)(6) 2017 or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol bard mesh (device #1), bard/davol bard soft mesh (device #2), and bard/davol phasix st(device #3). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the attorney alleges patient experienced emotional distress and the device was defective.